Event description:
Report received from abbott international affiliate (abbott-japan) which states "the bleeding from co connector was noticed during the open heart surgery." Q2 computer indicated "pa temp out of range", "seeking thermal signal". And "cco" value was not indicated. No patient harm was reported. The device was removed". Although requested, no additional information has become available.